Manufacturer narrative:
This device is currently still in service and not available for return. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting tones. Upon device interrogation, the device displayed battery depletion (bd) code. The cause of this code is unsure and explant was recommended. The patient would also like to explant this device as they are unsure if they met the initial indications for this device. The device is still currently in service at this time. No adverse events.

Manufacturer narrative:
This device was explanted likely due to the previous battery depletion (bd) code. No information regarding device return has been provided at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filled to include device explant information. The explant was likely related to the previous battery depletion (bd) code. No additional adverse events were reported.